Event description:
It was reported that when an attempt was made to remove the protective sheath from the 3.5 x 15 mm nc trek balloon catheter, resistance was felt, and the protective sheath could not be removed. This occurred during preparation for use, and the device was no longer used. A new nc trek balloon catheter was used without issue. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.